Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic total gastrectomy procedure, a few days after the patient presented complications. The patient went back to the hospital and re-operated due to anastomosis leak. The surgeon then sutured manually the anastomosis, and the patient has to extend hospital stay due to the device problem.